Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the nozzle and cover, and a discolored burn on the tip section cover and tip main unit. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the foreign material that was adhered to the distal end nozzle was unable to be identified. The root cause of residual foreign material could not be identified from the information obtained because it was unclear whether the reprocessing could be carried out as per the instructions for use. Also, the foreign material that was adhered to the distal cover was unable to be identified as well. Additionally, physical damage of the device was confirmed at where the foreign material remained and that may have caused the foreign material to be remained. Additionally, the device evaluation found a burn at the distal end of the subject device. Although it was not possible to determine the cause of the occurrence from the information obtained, it was possible that a high-energy endo therapy accessory was used without ensuring a sufficient distance from the distal end. The event can be prevented by following the instructions for use which state: inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection: prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). The event can be prevented by following the instructions for use which state: operation manual for pcf-h290ti ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Operation manual for pcf-h290ti ¿chapter 4 operation 4.3 using endo therapy accessories.¿ olympus will continue to monitor field performance for this device.